Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of his wife alleging that a one touch ultra meter had read inaccurately high. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010, and was able to obtain/verify information. The reporter tests the patient's blood glucose 4 times a day. He generally tests during meal times and at bedtime. The reporter manages the patient's blood glucose with adjusted doses of amaryl based on the meter readings. The reporter does not give any amaryl if the patient's blood glucose level is less than "120 mg/dl." The reporter indicated that the alleged issue started at an unknown time before the patient had a hypoglycemic event on (B)(6) 2010. The reporter claimed that on (B)(6) 2010, he had tested the patient's blood glucose around dinner time and got a meter reading of around "116 or 120" mg/dl. Around 11:00 pm, the reporter tested the patient's blood glucose after having eaten ice cream and got a result of "145 mg/dl." She was asymptomatic at the time. Based on the meter reading, the reporter treated the patient with amaryl according to her medication regimen. At an unknown time between 11:00 pm to 2:00 am the next day, the reporter claimed that the patient developed low blood glucose symptoms of being clammy and disoriented. The reporter alleged that possibly the result of "145 mg/dl" was inaccurate. He tested the patient's blood glucose at 2:00 am and reportedly got a result of "171 mg/dl." He called for paramedics. When the paramedics arrived, they reportedly tested the patient's blood glucose using an emergency medical services (ems) meter and got "29 mg/dl." The time difference between the "171 and 29 mg/dl" results was reportedly less than 30 minutes. According to the reporter, the paramedics treated the patient with a "shot" to raise her blood glucose and then took her to a hospital. The reporter claimed that the hospital tested the patient's blood glucose when she arrived and got a result of "17 mg/dl." The reporter mentioned that the patient has been hospitalized since then and has been receiving treatment to stabilize her blood glucose levels. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia, received medical treatment, and was hospitalized as a result of the alleged issue. The reporter claimed to have obtained a meter reading that did not correlate with the patient's symptoms or treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.